Event description:
Per the audiologist's report, in 2007, the pt was seen in the ER for bleeding from the implant incision. The following day, the pt was diagnosed with a skin flap infection and admitted to the hosp for admin of IV antibiotics. The pt's device was explanted the next day.

Manufacturer narrative:
This is a final report. This type of report is addressed in the device labeling.